Event description:
It was reported that, during ukr surgery with cori, while milling the distal femur, the error code "robotic drill cable disconnect error" was prompted ((B)(4)). The continue button was accidentally pressed and the system went to the re-calibration screen ((B)(4)). They were unable to calibrate initially because the guard was not properly seated on the drill tip. After calibration, bone was touched and it seemed to knock something loose within the drill. The drill made a clicking noise without pressing the orange pedal ((B)(4)). The drill was swapped and the surgery was continued. The procedure was completed with a delay of fewer than 30 minutes using a smith and nephew back-up device. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. Case ID was reviewed and the "robotic drill cable disconnect" error was confirmed to occur during femur bone removal, and the subsequent screenshots confirmed the re-calibration of the handpiece. Selecting ¿continue¿ after a "robotic drill cable disconnect" error will take the user back to the re-calibration screen. This re-calibration is intended to occur after this error. Therefore, the system/software operated as intended. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.